Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed a qoh (quantity on hand) of 0.00 due to the inability to perform a cycle count. A technical support specialist advised the customer to contact the pharmacy directly for emergency medication issuance, as the system could not override the qoh without a completed cycle count. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the system unable to dispense medication (morphine sul sol 100/5ml). The customer stated that this malfunction occurred while dispensing medication to patient. However, there were no delay or adverse events or injuries reported based on this event.